Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for suspected pump thrombosis and infection. It was reported that the infection was not associated with the pump. The patient's inr was 1.5. The patient reportedly had an altered mental status and was non-compliant. Spikes in pump power were observed. An echocardiogram showed that as the pump speed was increased, the left ventricle was not unloading and the aortic valve was not opening with every heart beat. The patient's family elected for comfort care only and the patient status was changed to do not resuscitate. The patient expired on (B)(6) 2015 with a cause of death noted as pump thrombosis and (unrelated) infection. An autopsy was not performed.